Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Gel fracture: unable to observe, since it is not related to the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. Silicone migration: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Anxiety-product/procedure: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Gel fracture: no observed. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture of a textured implant and "the nodule felt in the axillary tail corresponds to an area of silicone." Healthcare professional later reported "gel fracture." Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported, right side rupture of a textured implant. And "nodule felt in the axillary tail corresponds to an area of silicone" via ultrasound. Device remains implanted.